Event description:
It was reported that a faradrive steerable sheath clear was selected for use for a pulse field ablation (pfa) procedure. During insertion of the farawave into the faradrive sheath, the faradrive valve started leaking. The sheath was then replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. No damage was observed on the flush lumen. However, the external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage. Additionally, the external valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use for a pulse field ablation (pfa) procedure. During insertion of the farawave into the faradrive sheath, the faradrive valve started leaking. The sheath was then replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. No damage was observed on the flush lumen. However, the external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage. Additionally, the external valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use for a pulse field ablation (pfa) procedure. During insertion of the farawave into the faradrive sheath, the faradrive valve started leaking. The sheath was then replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory. It was further reported that a transducer with a pressure bag for fluids was used for the irrigation of sheath. Blood was leaking from the valve from the proximal end of the handle. The constant dripping was noted. No other issue has been reported.